Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k) no: k926214, k923607. Manufacture date - unknown due to unknown lot number. The actual sample was discarded therefore the analysis of it could not be performed. Based on the additional information from the site, it was confirmed that this was a case in which the urethane peeled off and left in a micro vessel. From this, it was judged that the remnant in the micro vessel was the peeled urethane. The analysis could not be performed since the actual sample was not returned. Review of the manufacturing history record and the shipping inspection record could not be performed since the involved lot was unknown. A search of the previous information could not be performed since the involved lot was unknown. Since the involved lot was unknown, the manufacturing records and shipping inspection records could not be investigated. In addition, since the actual sample was not returned and analysis could not be performed, the cause of occurrence could not be clarified. Relevant IFU reference: "do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. (B)(4).

Event description:
The user facility reported that a remnant of the radifocus guidewire m involved was in a micro vessel below the ankle. No retrieval was possible. The patient was under observation in another department. No problems have occurred since the event. Though cutaneous hydrophilic polymer embolism was onset, the patient was recovering. The event occurred intra-operative. No serious trouble had occurred; however, the urethane remained in the body. The procedure outcome was not reported. The patient was not seriously harmed.